Event description:
Boston scientific crm received information that this left ventricular (lv) lead had dislodged. The lv lead tip was observed in the right ventricular outflow track. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was scheduled to reposition the lv lead. No further information is available. This report will be updated if more information becomes available.